Event description:
Reporter alleged obtaining a discrepant blood glucose result of 202 mg/dl back to back with a result of 69 mg/dl on the compact system when testing was performed within 10 mins. Reporter indicated that she took her 14 units of lantus at night as she normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips used and so no product will be returned for evaluation.